Event description:
It is reported that the patient was revised due to tibial loosening. No cement was present on tibia once removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.